Event description:
A malfunction alarm, identified as malfunction code 9, was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was instructed to continue using the pump and to reach out if the issue arises again, and they acknowledged these instructions.